Event description:
It was reported that the procedure was to treat the av fistula. The 5x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was found to have abnormal pressure and after repeated adjustments by the physician, air bubbles were observed from the hub, preventing the pressure from rising. The balloon was replaced and the procedure continued without issue. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported leak could not be determined. Possible factors that may contribute to leaks include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, a conclusive cause for the reported leak cannot be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: physician's name was added. D9: correction device available for evaluation: from ni to no.